Manufacturer narrative:
(B)(4). The device nor the device lot number was retained by the hospital. Per atricure's internal procedures the last lot number of devices sent to the facility will be reviewed. The device nor the device lot number was retained by the hospital. Per atricure's internal procedures the last lot number of devices sent to the facility will be reviewed. The device history record was reviewed for non-conformance reports and rework routers. No non-conformance reports and rework routers were found. All devices met specifications and no issues that could have contributed to the event were noted. The device history record was reviewed for non-conformance reports and rework routers. No non-conformance reports and rework routers were found. All devices met specifications and no issues that could have contributed to the event were noted.

Event description:
During the initial procedure on (B)(6) 2011, a wolf lumitip dissector was used. During the procedure, the physician noted that the patient had many adhesions. While attempting to dissect around the pulmonary veins the physician noticed bleeding coming from the posterior wall of the right atrium. The physician was not certain if the manipulation of the atrium with the adhesions tore the atrium or if the dissector punctured the atrium. Several sutures were placed to stop the bleeding. There was no additional patient consequences.